Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Method: work order search and medical review. Results: visual inspection of the returned product showed the lens was received in liquid and no visible damage was observed. A lens work order search revealed there were no similar complaints found within the workorder. Medical review: according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusion: based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Evaluation codes: method - work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several factors may contribute to rotation of an icl (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).